Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and there are no plans to re-implant the patient with a new device as of the date of this report. This report is submitted on february 28, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 23, 2022.

Manufacturer narrative:
This report is submitted on november 02, 2021.

Event description:
Per the clinic, the patient experienced an infection and an extrusion of the electrode lead into the external auditory canal. The patient was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.